Event description:
A cranial surgery for stereo-electroencephalography (seeg) for placement of 13 electrodes to treat epilepsy, was performed with the aid of the display by the brainlab navigation software cranial 3.1. A pre-operative MRI was acquired approximately three weeks prior to the surgery for use with navigation. Trajectories for the 13 electrodes were planned on the preoperative scan and stored in the software. During the procedure the surgeon: positioned the patient on the or table, fixed the patient's head in the non-brainlab headholder, and attached the navigation patient reference to the headholder. Performed a CT scan using an intra-operative CT scanner and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative CT scan imported into and used by the navigation). Aligned (fused) the registered intra-operative CT to the pre-operative MRI with the planned trajectories, thereby co-registering the preoperative scan. Made the initial incision and aligned the brainlab varioguide to the pre-planned trajectory. Used a non-brainlab drill kit aligned through the varioguide to drill a burr hole at the planned entry point, and then placed the electrode through the varioguide along the planned trajectory path. This was repeated for 12 of the 13 planned electrodes (it is not known why the surgeon did not place the 13th planned electrode). Completed the surgery. Performed a post-operative CT scan and determined that the implanted electrodes deviated from the planned trajectories in the same manner, in the caudal direction with an average of 2.35mm deviation from plan (minimum 1.12mm and maximum 3.26mm). According to the surgeon: despite the (average) 2.35mm deviation of the electrodes, the outcome of the surgery was still successful. There was no actual harm or negative clinical effect to the patient due to the electrode placements. There was no prolongation of anesthesia. There are no medical/surgical remedial actions necessary, planned, or done for this patient. Hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since instrument paths and electrodes were applied in a different location in the brain than anticipated, with the brainlab device involved, despite according to the surgeon: the outcome of the surgery was successful as intended. There was no actual harm or negative clinical effect to the patient due to the electrode placement. There was no prolongation of anesthesia. There are no medical/surgical remedial actions necessary, planned, or done for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of 12 electrodes in average by ca. 2.35 mm can be attributed to one or the combination of the following factors: a linear movement of the patient's head within the non-brainlab mayfield head holder relative to the navigation reference after scan or during the surgery, due to a not sufficient rigid fixation, explaining the observed linear deviation of the various electrode. Relative movements of the patient's head within the head holder and thus to the reference array cannot be compensated by the brainlab cranial navigation system. A linear movement of registration matrix relative to the patients head after the scan but before the registration, due to a not sufficient rigid fixation, explaining the observed linear deviation of the various electrode. The generally remaining sources of error inherent to the cranial navigation system in use with the varioguide and automatic image registration, which can add up to a potential of 5mm of error deviation from the specified target, which is within the use specifications (due to e.g. Distortion in pre-operative MRI used for planning trajectories, camera viewing angle of tracked instruments during navigation, CT scanner calibrations for use with automatic image registration, etc.) Overall, the deviation reported by the surgeon is within use specifications (expectable system accuracy) of the brainlab cranial navigation software (with use of varioguide), but apparently exceeded the surgeon's clinically desired limits for the specific intended target points. Apparently, the resulting deviation in the navigation display was not recognized with the necessary continued user verification of navigation accuracy after registration (i.e. During verification step), after draping, and throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.